Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. During the revision procedure to reposition the lead, the helix would not extend. This ra lead was explanted and replaced. No additional adverse patient effects were reported.